Event description:
Pt arrived from or with 7.5 endotracheal tube (ett). Anesthesia made rt [respiratory therapist] and team aware that a slow leak in the pilot balloon happened in the or. They did a tube exchange. And they believe the new ett had a small leak when arriving to the unit. Confirmed through the next couple hours when balloon deflated.